Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to 575 mg/dl. The customer also reported a significant crack located near the battery cap. The customer stated the damage on the insulin pump was from normal wear and tear. It was also found the customer had a no delivery alarm after experiencing their high blood glucose event. It was also found the act button was unresponsive when attempting to change the infusion set. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.